Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient experienced bleeding. After completing the biopsies, the physician performed a bronchoalveolar lavage through the catheter, using the suction syringe. Upon pulling back, more blood than anticipated was noticed. The team quickly retracted the ion catheter, re-entered a bronchoscope, and successfully tamponaded to minimize the bleeding. The procedure was completed , and the patient was able to go home on the same day of the procedure. The cause and estimated blood loss of the bleeding are unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.